Event description:
The pt was supported with a paracorporeal ventricular assist device (pvad). The perfusionist reported that approx one week post-implant, fibrin strands were noted on the pvad supporting the pt's left ventricle and subsequently, a decision was made by the hospital to exchange the pump with another pvad.

Manufacturer narrative:
The device was successfully exchanged with another pvad lvad and the pt remains ongoing on lvad without any further issues reported. The MFR was unable to conduct an investigation of the explanted device was discarded by the hospital at the time of the device exchange. A review of the device history record revealed the device met all applicable specs. Based on the info available, and due to the device not being returned for analysis, no conclusion can be drawn as to the cause of this event. The attached user facility report was received from the (B) (6) registry. No further info is available at this time. The MFR is closing its file on this event.